Manufacturer narrative:
(B)(4). The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The device was monitored and function properly noted. There was no time clock anomaly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call time clock anomaly. Customer's blood glucose level was 5.2 mmol/l. Troubleshooting for the time clock anomaly was performed. Customer advised the time gain was greater than 4 minutes a month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.